Manufacturer narrative:
The autopulse platform (sn (B)(4) involved in the reported complaint will not be returned for evaluation because the customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) error message after the reported event. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4) was deployed for resuscitating a cardiac arrest patient. Upon powering on, the autopulse platform displayed an error message and could not be cleared. Immediately, the crew reverted to manual CPR. It's unknown if the return of spontaneous circulation (rosc) was achieved once or not during the resuscitation. The patient expired. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was deployed for resuscitating a cardiac arrest patient. Upon powering on, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message and could not be cleared. Immediately, the crew reverted to manual CPR. The patient expired and the customer is not sure if the outcome would have been different if the autopulse platform was usable. The customer provided no further information. After the incident, the ua 45 error was cleared by the customer and the platform is functioning as intended.

Event description:
The autopulse platform (B)(6) was deployed to resuscitate an 82-year cardiac arrest patient (weight - estimated 120lbs.). The cause of the cardiac arrest is unknown. The cardiac arrest was witnessed, and no bystander CPR was performed. The responding agency performed manual CPR for an unspecified period before applying the autopulse platform. Upon powering on, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message and could not be cleared. Immediately, the crew reverted to manual CPR for an unknown period. The patient expired, and per the customer, the patient's death was not related to the autopulse system. The customer could not provide additional information as it is protected under hipaa. After the incident, the ua 45 error was cleared by the customer by resetting the lifeband to a neutral position and by restarting the device. The platform is functioning as intended.

Manufacturer narrative:
Additional information in a2 (age at time of event), a4 (weight), b5 (describe event or problem) and h4 (device manufacture date).